Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on an unknown date with blood glucose level 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin infusion during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea, abdominal pain and vomiting. Customer declined to perform a carelink upload. The device will not be returned for analysis.